Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, and 75% stenosed below the knee artery. The fox cross was advanced to the lesion and the balloon was inflated; however, it ruptured at 12 atmospheres during the first inflation at 15 seconds. The balloon was removed and a non-abbott balloon of the same size was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l device: guide wire: asahi. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.